Event description:
The customer started to vomit and was hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Later, the family member called back to perform the high-pressure test and passed. It was reported that during the self-test the insulin did not exit. Also it was mentioned that the pump had an alarm prior pt admission.